Manufacturer narrative:
On 8/2/2019, it was discovered that on 7/24/2019, it was erroneously omitted to report:manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8/1/2019, a manufacturing record evaluation (mre) was performed for the finished device number 5905745, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii.

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced rupture on the right breast implant . In addition, the patient experienced capsular contracture baker grade IV on the right breast implant and capsular contracture baker grade iii on the left breast implant. As a result, the patient had undergone removal and replacement with non-mentor breast implants natrelle brand on (B)(6) 2019. This medwatch is for the left breast implant.